Event description:
The surgeon had performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (restoris mck) on (B)(6) 2011. Almost eight months later, the surgeon performed a revision due to patient pain and audible knee crepitus.

Manufacturer narrative:
As part of the normal complaint process, an evaluation was initiated by mako surgical with regard to this event. The evaluation is currently in progress. If additional information is obtained after the investigation has been completed that is substantive in nature, a follow-up MDR will be submitted. Additional expiration date: 07/2016.